Manufacturer narrative:
It was reported that, "a stent (bsdxxxxfw) was already placed. On (B)(6) 2020, re-stenosis was found and the bsdxxxxfw was removed." It is hard to confirm the manufacturing history of the product because the serial number was not informed to us. Biliary structure where stent was implanted is narrow and curvy. It is possible that the stent could be pressed by state of patient's lesion. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact cause since it is hard to reconstruct the situation at the time of procedure and the device was not returned and the information such as photo was not provided. However, based on the description, which was written that "a stent (bsdxxxxfw) was already placed. On (B)(6) 2020, re-stenosis was found", it is assumed that the stent was pressed due to the strong pressure of the patient lesion, resulted in re-stenosis occurred. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: bile duct obstruction". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
A stent (bsdxxxxfw) was already placed. On (B)(6) 2020, re-stenosis was found and the bsdxxxxfw was removed. Another stent (niti-s) was used to finish the procedure.